Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event while the system was connected to the mobile power unit on may 29 at 8:56 am and on june 22 at 11:52 pm. According to the voltage values, there was a loss of power from the mobile power unit. The system continued to operate at the set speed value of 8,800 rpm during the events. Power was restored and the alarm cleared. Event details indicated a log file was submitted for review, which noted the no external power alarm events. Additional information was requested from the customer regarding the event; however, no additional information was provided. A root cause could not be determined during the evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided.. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes no external power alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Heartmate ii lvas IFU, heartmate ii patient handbook, covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient's log files were sent for review as part of a routine procedure. A review of the log file found no external power events on (B)(6) 2021 and (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet, or a house power disruption.